Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had alarmed patient side occlusion during calibration. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had alarmed patient side occlusion during calibration. No patient involvement.

Event description:
It was reported that the device had alarmed patient side occlusion during calibration. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced carriage block assembly due to worn split nut. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage assembly - tube drive bent. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/25/2011 to present date 01/08/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.